Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, when surgeon tried to fire the first reload, green button was not able to be pressed and handle was not able to be squeezed. For the second reload, surgeon was able to press the green button but could not squeeze the handle as well.